Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Patient reported left side "capsular contracture grade IV ; headache ; pain in chest ; pain in the arm ; nervous about the surgery" and "urinary infection" not related to device. Patient additionally reported ¿minimal amount of liquid around the implants." Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified deformation, red particles material was found on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient additionally reported against left side "one prosthesis got bigger", "a lot of pain on the left side, and now it intensified and got constant", "nervous about the implant replacement", "sparse cysts" (non-device related), "headache" (non device related), "presenting fever, chills" (non device related), "tingling" (non device related), and "depression". The device has been explanted.

Event description:
Patient's representative later reported "lobulated contours" and "keloid/hypertrophic scars and poor areola healing, umbilical hernia" which was deemed not device related.